Event description:
The customer reports that the cd is burnt anatomically incorrect; right on right versus right on left. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. Ge reference #: (B)(4).